Manufacturer narrative:
The customer did not retain the model and lot number which determines the date of manufacture and the 510k.

Event description:
Medtronic received a report the cuff on the tracheal tube was blown. Medtronic is requesting additional information regarding the circumstances of the event.